Manufacturer narrative:
Sample was serum. Qc was within established ranges. A field service engineer (fse) went on-site (B)(4) 2011 and ran precision using low and high controls on all assays and no issues were found. The root cause is not known at this time but appears to be a transient sample issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating all tests run for one patient sample on the unicel dxc 600 pro synchron chemistry analyzer were erroneous. Many of the results were flagged (low or high). Patient results were reported outside of the laboratory and patient was retested and patient results did not correlate with original results. No treatment was changed or administered to patient. Patient results were repeated and were normal upon repeat.